Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID# (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the first balloon has been switched with second balloon which also had a bit of difficulty in aspirating and infusing but it is decided to continue the therapy. However, the balloon worked without problems even with the line not washing correctly, it will then be removed after bypass surgery. No harm to the patient.

Manufacturer narrative:
Updated fields - b4, d4 expiry date, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: d4 lot number UDI number, h6 medical device problem code balloon is inserted under angiographic guidance, already during insertion of the 0.018 guide inside the baloon the customer feels more difficulty than usual, once the guide has been removed the customer is preparing to aspirate and wash the balloon, but nothing came from the washing line, aspiration with a 50cc syringe is difficult and infusion practically impossible. In agreement with the doctor, it is decided to go back up with the guide, with difficulty they manage to go up again, but in any case no patency in aspiration after the guide has been removed. So it is decided to change the balloon, where the guide climbs well, the insertion and positioning always under the guide occurs without problems, but a bit of difficulty in aspirating and infusing is still recorded, but it is decided to continue the therapy. However, the balloon will work without problems even with the line not washing correctly, it will then be removed after bypass surgery, the patient comes out with impella support. No harm to the patient linked to the balloon. The first balloon has been tested by placing it in a basin and testing the patency of the line, was possible to flush but it was not possible to aspire.

Event description:
It was reported that balloon is inserted under angiographic guidance, already during insertion of the 0.018 guide inside the baloon the customer feels more difficulty than usual, once the guide has been removed the customer is preparing to aspirate and wash the balloon, but nothing came from the washing line, aspiration with a 50cc syringe is difficult and infusion practically impossible. In agreement with the doctor, it is decided to go back up with the guide, with difficulty they manage to go up again, but in any case no patency in aspiration after the guide has been removed. So it is decided to change the balloon, where the guide climbs well, the insertion and positioning always under the guide occurs without problems, but a bit of difficulty in aspirating and infusing is still recorded, but it is decided to continue the therapy. No harm.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11 corrected field - e1 (initial reporter) initially in e1 field initial reporter should be blank as there is no information